Manufacturer narrative:
.

Event description:
It was reported to the manufacturer by the end user, per the end user, per facility that the patient fell out of the bed during a transfer, there was a poking thing out of the bed, it is usually a smooth area where a pipe is inserted, and her leg was cut from scraping it. Resident sustained a cut on her right leg that required medical attention. Complaint (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.